Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of post-reset ram crc alarm and hardware low level failures. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed hardware low levels due to poor solder joints at ambient light sensor on keypad assembly. The insulin pump was monitor. No unexpected post reset ram alarm noted after battery insertion. The insulin pump received with scratched case and cracked case at battery tube side.